Event description:
Coiling treatment of an ica aneurysm. It was reported the coil could not be detached after several attempts. Upon removal, the coil detached outside. No pt injury reported.

Manufacturer narrative:
The device was returned for evaluation and the implant coil was found detached. Evaluation of the pusher assembly could not determine the cause of the event as part of the pusher assembly was not returned for eval.